Event description:
Allegedly, patient was revised due to mom complication: severe pain, altered gait and elevated metal ions- left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00830.